Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient's battery for their spinal cord stimulator was not holding a charge. Caller said when they took the recharger off of the implant, the implant would only last 30 minutes to an hour. Caller also said the patient would have to stay plugged into the controller and recharger to get anything to work. Caller said the implant battery depleting issue slowly started happening not long after the implant, when their stim was turned on fully. Caller mentioned they met with a rep, but the rep couldn't get a reading on the implant to check things because the implant was dead, so they told the caller to call. Caller also mentioned patient would have to sit there and not move while charging, otherwise the controller kept telling them to re position. Agent reviewed to follow up with healthcare provider to check on the implant battery depleting quickly.